Event description:
A customer contacted baxter's technical service center reporting a system error 2240 (air in set) which was caused when the home patient (hp) had disconnected from the home choice (hc) without pressing stop during the drain and then reconnected after the alarm occurred. The technical service representative (tsr) reviewed the proper emergency disconnect procedures with the hp. The tsr had the hp disconnect using the aseptic technique. The hp stated that she would notify the peritoneal dialysis nurse (pdrn) of the missed therapy. The hp cycled the power to clear the system error 2240 followed by the system error 2367 ending therapy. The hp contacted product surveillance on (B)(6) 2011 regarding the system error 2240 alarm. The hp stated she resumed therapy starting over with new supplies. Ps advised the hp of proper disconnect procedures. The hp did not contact her pdrn about the alarm. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain was confirmed; per the complaint information the most probable cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) had disconnected from the hc without pressing stop. No issues identified with the product labeling that would contribute to the reported problem. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error. There was no allegation of a product malfunction. If additional information becomes available, then a follow up MDR will be submitted.